Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va14qaj, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the lead was removed due to "implant failed" and the patient had no improvement of symptoms during trial period from (B)(6) 2016. It was stated that the patient went through all 3 programs and had no improvement in ability to urinate on their own during trial period. Indication for use is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.